Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the bearings were worn out, loose and no longer in axial alignment. Therefore, the reported condition was confirmed. It was determined that this created a situation where the cutter was not able to be inserted and not allowing the cutter to pass through. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter number (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the bearings were damaged, ball bearings had fallen apart, there were missing beads and the cage did not exist on the attachment device. It was noted in the service order that the ring was out. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Serial number: the serial number was documented as (B)(4) in the initial report. The serial number has been updated as (B)(4). If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.